Manufacturer narrative:
(B)(4). Info not provided during initial contact. Analysis summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. The device was tested with a generator and no anomalies were noted with the functionality of the device.

Event description:
It was reported that during the laparoscopic bowel procedure, surgeon noticed that the top plastic pad on the jaw of the shears became loose after only 2-3 minutes into the case. No pt consequence.